Manufacturer narrative:
Additional information:(lot number),(510k) correction: (expiration date), evaluation summary post market vigilance (pmv) led an evaluation of two devices. The anvil clamping mechanisms were deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video assisted thoracoscopic lobectomy. The jaws of the stapler did not close completely. Another loading unit was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.